Event description:
It was reported that this patient had a pacemaker system explanted a few years ago due to infection of the transvenous (tv) system. The patient had a new system implanted. No additional adverse patient effects were reported.